Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The taxus express2 2.75x20mm drug eluting stent was being removed from the hoop and it was noticed that some of the struts of the stent were bent/frayed. The damaged device was exchanged for another taxus express2 stent to complete the procedure. No patient complications occurred.